Event description:
I started using fixodent and polygrip in 2002. I still use them today. I started experiencing tingling and numbness sometime in 2004. I was just recently diagnosed in 2008. I take several meds for the pain and every yr the pain gets worse. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 2002 - 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced? No.